Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, ¿early or late postoperative, infection, and allergic reaction." This report is number 2 of 7 mdrs filed for the same event (reference 1825034-2012-02940 & 1825034-2013-05860 / 05862 & 05865 & 05869 / 05870).

Event description:
It was reported that a patient enrolled in a clinical study underwent left total hip arthroplasty on (B)(6) 2004. The patient was revised on (B)(6) 2010 due to metallosis and an infected pseudotumor. All components were removed and replaced with a freedom constrained head and acetabular component as well as a competitor femoral cement spacer mold. Subsequently, the patient underwent reimplantation on (B)(6) 2010. It was further reported the patient underwent a revision procedure on (B)(6) 2011 due to instability and trochanteric fracture. The modular head and competitor liner were removed and replaced. Surgeon also performed an open reduction internal fixation to address the fracture. Finally, the patient was revised on (B)(6) 2012 due to trochanteric escape and migration of hardware. The cables and competitor cable plate were removed. No further information has been provided to date.